Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that one patient sample yielded a false positive antibody screening test on tango. The customer reported false positive reactions of the patient sample with cell #1 and #2 of biotestcell 3. The patient sample that had caused allegedly false positive results was sent to us for quality control but none of the supposedly defective product was returned. The patient sample was so little in volume that a testing on tango was not possible. Therefore, our quality control laboratory tested the retained sample of biotestcell 3 with different positive and negative controls and negative samples. All positive and negative reactions were correct. We did not observe any false positive reactions. A field service intervention was conducted and gave no indication for an tango instrument malfunction. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.